Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using sensor with ios or android operating system, PMA/510(k) # has been provided for sensor with ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a scan timeout error with the adc device. The customer reported that due to this issue, they required third-party treatment of sugar, juice, and/or food by a non-healthcare professional. The customer was contacted but stated they had no time to answer additional questions. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform a scan timeout error with the adc device. The customer reported that due to this issue, they required third-party treatment of sugar, juice, and/or food by a non-healthcare professional. The customer was contacted but stated they had no time to answer additional questions. There was no report of death or permanent injury associated with this event. On 29 jun 2022, customer was able to be contacted again by adc and provided the following additional details regarding the adverse event: due to the reported sensor error, the customer experienced symptoms described as weakness in legs and could not speak. A neighbor treated the customer with food and drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted. Per additional information received by adc on 29 jun 2022, the following section has been updated: b5 - describe event or problem. This additionally serves as a correction report. The following section has been updated: g4 - PMA/510(k) #.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a scan timeout error with the adc device. The customer reported that due to this issue, they required third-party treatment of sugar, juice, and/or food by a non-healthcare professional. The customer was contacted but stated they had no time to answer additional questions. There was no report of death or permanent injury associated with this event. On 29 jun 2022, customer was able to be contacted again by adc and provided the following additional details regarding the adverse event: due to the reported sensor error, the customer experienced symptoms described as weakness in legs and could not speak. A neighbor treated the customer with food and drink. There was no report of death or permanent injury associated with this event.